Event description:
It was reported that during patient use, the ventilator's top display showed only vertical lines. The ventilator continued to function. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board. The ventilator then passed all testing.